Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects it states, "postoperative bone fracture and pain." The previous revision procedure on right hip on (B)(6) 2014 was reported on medwatches numbered 1825034-2014-02630 / 02632.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. A review of invoice history reveals that during the revision the acetabular cup, acetabular liner and modular head were removed and replaced. A taper adapter was also implanted.